Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that patient experienced an event of infusion set tubing detachment on (B)(6) 2025. The site of detachment was hub. The infusion set was in use for two days. The blood glucose level was 20 mmol/l and the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.